Event description:
Caller reported blood glucose result of 40 mg/dl, treated with orange juice, retest was 144 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.